Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced, but resistance was met with the anatomy and the sds could not cross. During removal of the sds, resistance was noted with the anatomy again, and the distal stent struts were observed to be flared. A new xience xpedition stent was deployed at the lesion and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide cath: launcher. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.